Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Blood was observed on the adhesive pad, however, no evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 600 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Bleeding was noticed at the insertion site. A manual insulin injection using a pen was administered to treat the hyperglycemia.